Event description:
Information received from the field does not address the patient's clinical status but notes no telemetry.

Manufacturer narrative:
- Final analysis found no telemetry and no magnet response due to a lock up of the communication telemetry software subsystem in the processor integrated circuit.